Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV and an exchange of textured device due to patient's concern with product. Later healthcare professional reported "left side got more firm", "doesn¿t like the look with no pain," and "immobile, superiorly displaced." The event of "visible radiation damage," is considered not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the additional observations: observed opening on posterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV and an exchange of textured device due to patient's concern with product. The device has been explanted and replaced.